Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The bolus wizard functioned properly per bolus wizard sample in the user guide; no bolus anomaly noted. The insulin pump was received with broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not get to the bolus calculator. The customer reported that the insulin pump kept asking them to rewind and fill tubing. The customer reported that the bolus wizard does not always work and they were not receiving the estimate details page after entering the blood glucose and carbohydrates. The customer's blood glucose was 207 mg/dl at the time of incident. The customer stated that they tried replacing the battery. The insulin pump will be returned for analysis.